Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that dashes (---) appeared upon interrogation of the device. Attempts to reprogram and return to standard were not successful. A microprocessor download was also unsuccessful. Therefore, the device was replaced.